Event description:
During follow-up, device migration leading to dislodgement of the left ventricular (lv) lead was reported. Diagnostic imaging was performed and confirmed device migration leading to dislodgement of the lv lead. The device was reprogrammed to resolve the event. The patient was stable and there were no adverse consequences.